Event description:
The customer reported cardizem 125 mg/125 ml was programmed to infuse at 5 ml/hr. Two hours after the start of the infusion, the user found the bag empty almost empty. The infusion was stopped. The patient was hypotensive and bradycardic, and required boluses of fluid and close monitoring. No long term patient harm reported. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.